Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. It was reported that the mesh was removed on (B)(6) 2011 by dr. (B)(6) at (B)(6)medical center, due to dyspareunia, bladder infections, erosion, bleeding, urination and defecation problems.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a bilateral sacrospinous ligament fixation, enterocele and posterior repair.

Manufacturer narrative:
(B)(4). Dyspareunia; urination problems; defecation problems. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4). This is one of two medwatches being submitted as two devices were involved. See also medwatch 2210968-2012-00302. The same patient is represented in each medwatch.